Event description:
It was reported that following the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) high impedance measurements were recorded, however remained within normal limits. An x-ray was completed with indication that the electrode was inserted into the device header. Rhythmcare provided further troubleshooting options including flushing the device pocket. The device was subsequently deactivated until a follow up appointment can be completed. This device remains in service. No adverse patient effects were reported.